Event description:
Pump alarmed that volume had finished infusing. The rn re-programmed the pump and pushed start. The pump showed a message to "push stop to cont." The rn pushed the stop button several times without success. The pt's systolic blood pressure decreased to 70's-the pump was immediately changed out.